Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow-up will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). The inability to cross a lesion can be affected by numerous factors including, but are not limited to: patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It was reported the promus stent delivery system (sds) attempted to advance through a previously placed stent. It should be noted the instructions for use state: although the safety and effectiveness of treating more than one vessel per coronary artery with promus stents have not been established, if this is performed, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. It was reported the promus sds failed to cross the lesion and upon removal, it was noted the implanted stent was explanted and removed from the patient anatomy. Factors that could contribute to the reported difficulties include, but are not limited to: interaction of the stent with the stent implant if the stent is not fully expanded and apposed, or damage to the stent. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. There was no note of any damage to the stent observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced. It is likely that the promus stent interacted with the previously deployed stent, resulting in the implanted stent becoming explanted. Additional treatment was used to deploy additional stents in the target lesions. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for device causing damage to another device for this lot. There is no lot specific product quality deficiency. A conclusive cause as to why the promus sds explanted the other stent could not be determined, however, the failure to advance appears to be related to the operational context of the procedure as there is no indication of a product quality deficiency.

Event description:
It was reported that after deployment of a non-abbott stent in the proximal circumflex (pcx) artery, the 2.25 x 12 mm promus was advanced to treat a lesion in the 1st obtuse marginal artery (om), but it would not cross. The promus stent delivery system was removed without resistance; however, once outside the patient, it was noted that the promus stent appeared unusual. A review of x-ray images revealed that the non-abbott stent in the pcx was no longer implanted and was then noted to have been removed on the promus stent. The om and pcx arteries were therefore treated with additional stents. No adverse patient effects were reported. No additional information was provided.